Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 157 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump failed displacement test with and motor error alarm during rewind due to motor encoder out of phase. No alarms noted. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.